Event description:
The customer reported that the collimator leaves were not moving, system in use. Also the fluoro was shutting down.

Manufacturer narrative:
The ge service rep verified the collimator iris problem and traced problem to iris feedback pot ref signal. A broken wire was in the cable assembly. He repaired the broken wire. Ffb was rebooting after collimator failure, system now not shutting down after collimator fix. Tested all system functions, x-ray tube arcing over 95 kv, hv cables arcing, regreased, reseated cables, generator now fluoros at 120 kv without any arcing. Retested all system functions, system working as intended.